Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.